Event description:
The manufacturer received information alleging nasal/throat irritation or soreness,sinus infections related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness,sinus infections related to a CPAP device's sound abatement foam.. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, sinus infections related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 03/06/2023 for further evaluation. The device was evaluated on 06/21/2023. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found signs of dust contamination in the humidifier chamber. Investigation of humidifier found a yellow discoloration of the flip lid seal and dry box seal. Dust/dirt contaminant was found around the air inlet. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower assembly. The humidifier showed a small amount of dirt contaminant under the bottom enclosure. Dark contaminant found at blower seal on blower box that appears consistent with potential keratin. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Device booted successfully and provided airflow using a known good dc power supply and ac cord. The manufacturer concludes there was no evidence of sound abatement foam degradation and breakdown but a small amount of dust contamination was observed. Section h6 updated in this report.